Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spy ds controller were used during a stone crushing procedure performed on (B)(6) 2021. During the procedure, the spyscope was inserted into the bile duct, and after reaching the target area, the guidewire was removed and replaced with an electrohydraulic lithotripsy (ehl) probe and ehl was started. The image suddenly disappeared when stepping on the ehl foot pedal about three times. The adapter was reconnected, but the image was not displayed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.